Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a low-grade noise chatter binned as noise revision was observed. The device was set to a low auto rv sensing and that¿s why it was picked up. Programing changes were discussed. Lead remains implanted. The patient was stable.